Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced device difficulties. At an in-clinic evaluation, it was confirmed that the pump remained collapsed after pressing. A leak in the cylinder area was suspected. The cylinders and pump were explanted and replaced, and the chronic reservoir remains implanted. No patient complications were reported.

Manufacturer narrative:
Event date b3: approximated as first day of month the manufacturer was aware of the event.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced device difficulties. In an in-clinic evaluation, it was confirmed that the pump remains collapsed after pressing. A leak in the cylinder area is suspected. The device remains implanted but an explant procedure is expected to be scheduled. No patient complications were reported.

Manufacturer narrative:
Approximated based on the date the manufacturer was aware of the event.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced device difficulties. At an in-clinic evaluation, it was confirmed that the pump remained collapsed after pressing. A leak in the cylinder area was suspected. The cylinders and pump were explanted and replaced, and the chronic reservoir remains implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies. No leaks were found. The pump was visually and microscopically examined and underwent leak and functional testing. No leaks were found. The pump did not pass activation testing. Product analysis was unable to confirm the reported event related to a fluid leak but did find an issue with the pump that could have caused or contributed to the reported clinical observations. Event date b3: approximated as first day of month the manufacturer was aware of the event.